Event description:
It was reported the patient was having really painful cramps in her buttocks and back of both of her legs since the surgery, but only when she sat up, stood, or walked. The cramping was present when the stimulator was on and off. A muscle relaxer was prescribed at the post-operative visit, but it was not helping. The implanting physician though the cramps were a result of a lack of activity since the surgery, but the patient was frustrated to the point of wanting the device explanted. It was noted that the patient¿s husband said that the patient was prescribed soma for the same cramping issue after her lumbar fusion a few years ago. However, the patient did not remember them being this bad, but they seemed to be a complication for her from her surgery. The trial went so well and took away all the pain, but after the surgery the patient had been in so much additional pain, especially the cramps in her legs. Since the surgery, the patient was in more pain and was frustrated. A few days after the surgery, the patient had a blood patch to relieve a spinal headache and the headache resolved. The leads looked to have moved and programming from (B)(6) 2015 was mostly in her ribs. On (B)(6) 2015, the leads were revised. Although the scar tissue prevented the right lead from being moved to the desired location, the patient was getting great bilateral coverage on the left lead. Both leads were pulled down and intra-operative testing was performed to confirm coverage. The patient stated she was frustrated with trying to recharge, though it was noted by the manufacturer¿s representative (rep) who covered the case and taught her to recharge that the patient was able to get all eight bars and had excellent connectivity. After the revision, the patient was getting effective therapy and had no complaints.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).